Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in reporting a hospitalization several months ago, on (B)(6), 2014, due to high blood glucose readings. She reported vomitting and feeling sick. The cause of hospitalization as per the health care provider was diabetic ketoacidosis. Her blood glucose reading at the time of hospitalization was in the 400s range. She was treated with manual injections. Customer stated that the issue was a lack of training and support. She stated that there was no malfunction with the pump, and the issue was that the pump was not programmed to give her enough insulin. Customer had seen an endocrinologist, who told her that adjustments should be made only by him. When customer went to see the doctor, she could not see him because the wait was too long.